Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via cst that during a rotator cuff repair procedure the sales rep's expressew iii autocapture+ trigger was squeezed to fire the needle and the expressew iii retention plate was not capturing the suture. The sales rep stated that the retention plate was attached correctly to the autocapture+ gun. The sales rep stated that the case was completed by using a grasper to retrieve the suture after each needle fire. There was no patient harm, but there was a couple minute delay to complete the case. The sales rep could not provide any additional information. The expressew iii autocapture+ is being returned for evaluation and the expressew iii retention plate was discarded. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. The manufacturer contact name has been updated as (B)(4). Contact phone number and email address have been updated accordingly. It was reported that expressew iii retention plate was discarded and is not available for physical evaluation. Therefore, no failure can be confirmed with the retention plate. However, testing of the expressew iii gun used in this complaint event found the device did not consistently retain the suture. The findings were consistent with the report that the suture retention was not as tight as normal. When the teeth on the top jaw of the gun were analyzed under magnification, some signs of wear were noted, which is a potential root cause for the identified device issue. A device history record (DHR) review was conducted on the expressew iii retention plate to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field.